Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell ten of ten of peritoneal dialysis therapy. During troubleshooting, it was discovered that the care giver disconnected the patient because they thought therapy was complete. The care giver stated that they closed the clamp on the patient line, but did not place a flexicap on the patient line. When the care giver realized therapy was not complete, they reconnected the patient. The alarm was cleared by cycling power to the homechoice device. Proper procedures were reviewed with the care giver. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Failing to properly disconnect from therapy and reconnecting is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.